Event description:
It was reported that the inner shaft at the top of the ball is broken and got stuck in the knob. The ball could not be separated from the knob as both parts were seized. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation showed that the upper end of the shaft broke off the ball and got stuck in the knob. While, the knob was not seized and could be removed, this knob was broken at the back. We suspect that the device broke due to excessive mechanical stress. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No indication of material or manufacturing defect could be found. As it is suspected that the device broke due to excessive mechanical stress, this device failure is related to the conditions of use and the operational context contributed to this event. Note: because of repeated similar messages from the field our project manager has decided to check the design again to prevent similar problems in the future. Several articles have already been forwarded to our internal analysis for further examination.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.